Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have an unclamp failure based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The instrument passed in-house shim test results. The instrument was found to have repeated clamping failures based on log review. The root cause could not be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endowrist stapler 45 instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product and this event. A review of the instrument log for the endowrist stapler 45 (part # 470298-14 /lot # t10190304-0024) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on systemsk2372 . The alleged event occurred on the (B)(6) use of the instrument with 23 uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 22030 - a stapler 45 failed in it's operation on universal surgical manipulator (usm4). Failure mode: unclamping failure /general failure. Additional review of the logs for the endowrist stapler 45 associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Logs show that the endowrist stapler 45 was installed 4 times, and fired 3 reloads (all green). All firings were completed per the logs, but in between, there were a very high number of incomplete clamps (61 incomplete clamps in 64 clamp attempts across the 4 installs). The second install had 11 incomplete clamps in 11 clamp attempts, and there was an unclamp failure at 18% completion following the 11th incomplete clamp. Msc logs do not show any error codes indicating an e-stop button press or that the srk was detected following the unclamp failure. After a delay of around 7 minutes following the unclamp failure (based on msc log review, fae assumed the staple release kit (srk) was used with the instrument removed from the system to manually unclamp), the stapler was re-installed. Subsequent install (#3) had 29 incomplete clamps in 30 clamp attempts, and the instrument eventually completed a firing. Install #4 did not have any incomplete clamps and the instrument completed a firing. A review of the site's complaint history was performed. No further complaints related to this product were identified. No image or procedure video of the event was provided for review. The intuitive surgical endowrist stapler 45, stapler 45 reloads and other stapler accessories (including the bladeless obturators) are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic and urologic surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the endowrist stapler failed to unclamp with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the endowrist stapler 45 instrument could no longer be opened or released via the surgeon's console using the blue pedal. The instrument was opened manually using the emergency release tool. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up with the customer to obtain additional details related to the reported event. However, as of the date of this report, no further details have been obtained.